Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level; exact value and cause unknown. The customer declined assistance from tandem customer technical support regarding the issue, therefore no additional information was able to be obtained.